Event description:
It was reported that customer passed away. Customer had been hospitalized for diabetic ketoacidosis. Customer then went into cardiac arrest, due to the high blood glucose levels, and eventually passed away after having three heart attacks.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.